Manufacturer narrative:
Covidien reference # (B)(4). Date of follow-up report : 01/25/2016. Visual inspection found no defects. The product jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). Date of initial report : 11/24/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon procedure, the device jaws were sticking together and not completely opening all the way and the knife would not advance or retract. There was no patient injury. The site contact was not able to provide additional details regarding the device and incident.